Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 121 and 68mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were to be returned for evaluation. Replacement test strips were sent to the customer